Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument cables were frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. An additional observation not reported by site was that one of the instrument's grip tips was bent, causing side to side misalignment of grips. There was a .022 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.